Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service representative reported the roller pump did not boot up. The representative replaced the central processing unit circuit board to resolve the issue. Since the event occurred during routine testing of the device, there was no patient involvement during this event.